Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing a pacemaker pocket, the surgeon pushed the suture through the skin, the tip of the needle was grabbed to bring the suture through, but the suture detached from the needle. Another suture was opened to complete the case. There was no patient injury.